Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2017. On (B)(6) 2020, the patient experienced dizziness and went to the hospital. During the follow-up, an increase of the ventricular capture threshold as well as ventricular capture failure were observed. A new ventricular lead was implanted and the subject ventricular lead was abandoned. The physician also reported that a threshold increase is usual and could be a consequence of the implant procedure. Preliminary analysis results confirmed the reported behavior. The most probable hypothesis to explain the reported behavior is a lead positioning issue, lead migration, lead micro dislodgement and/or the patient¿s physiology.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2017. On (B)(6) 2020, the patient experienced dizziness and went to the hospital. During the follow-up, an increase of the ventricular capture threshold as well as ventricular capture failure were observed. A new ventricular lead was implanted and the ventricular lead was abandoned. The physician also reported that a threshold increase is usual and could be a consequence of the implant procedure. Preliminary analysis results confirmed the reported behavior. The most probable hypothesis to explain the reported behavior is a lead positioning issue, lead migration, lead micro dislodgement and/or the patient¿s physiology.

Manufacturer narrative:
Please refer to the attached analysis report. A typo was corrected in the sequence of events (b5 field).